Event description:
The customer reported generation of erroneous low patient results with 'g' flags on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as multiple hardware components, but it is unknown if 1 or more-part failures contributed to the issue. The fse replaced multiple hardware parts that included sample dispensing valve and degasser unit to resolve the issue. Section a2, a4 and a5: information not provided by the customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).